Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detached. Block h11: the returned sensor wire was analyzed, during inspection, it was found that the sleeve became detached from the wire, which confirm the reported event. The excess of force applied for the removed wire probably caused the sleeve detached. Based on the investigation analysis, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the transurethral lithotomy procedure, when unpacked it was found that the tip was crushed. The procedure was completed with another of the same device and there were no known patient complications reported. The analysis of the returned device identified sleeve detachment.